Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The ge service representative retrieve the error log files. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut off during use. No pt injury was reported.